Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to reposition a left ventricular lead for an implantable cardioverter-defibrillator (ICD) upgrade to a cardiac resynchronization therapy with a pacemaker and an ICD (crt-d). The hi-torque (ht) balance middle weight (bmw) universal ii guide wire was advanced without resistance and upon removal, it was realized that the tip was left in the patient. There was no resistance during removal. A snare device was used to retrieve the separated portion of the wire. There was no adverse patient sequela; however, there was a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was unable to be confirmed however there was a noted core material separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the procedure was to reposition a left ventricular lead for an implantable cardioverter-defibrillator (ICD) upgrade to a cardiac resynchronization therapy with a pacemaker and an ICD (crt-d). It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: the hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. It is undetermined if the deviation of the IFU caused/contributed to the reported/noted difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted kinked shaping ribbon and ultimately resulted in the reported tip separation/noted core separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.